Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced infection, pain, and swelling at the incision site. The physician prescribed antibiotics, which did not resolve the infection. Therefore, the ipp was removed and replaced with a tactra. No additional patient complications were reported.